Event description:
It was reported that the patient passed away due to sudep. The patients physician noted that the death was not related to the vns device. No other relevant information has been received to date.

Event description:
It was reported by the patients family that the patients seizure pattern had changed since she was implanted with vns. The seizures had become less frequent, but the patient began having them in clusters. The patients generator has not been received by the manufacturer to date.

Event description:
Physician indicated that the patient did not experience a change in seizure pattern following vns implant and that the patients generator will not be returned to the manufacturer.